Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6.    No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: as femoral stem was back slapped for removal the medial calcar piece broke off with stem. Cables used around medial calcar fracture. Competitor's products implanted upon completion. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported by patients legal counsel the patient had an initial right tha. The patient was revised nine (9) years post implantation due to pain, trunnionosis, and pseudocapsule formation. During the revision procedure, the patient¿s bone was fractured while removing the femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.